Event description:
The customer reported false negative reactions in capture-r ready-screen 4. A patient sample with an anti e was tested on galileo; negative reactions resulted twice.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the nature of the sample as a cause of the event.